Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the issue was being caused by the x-stage cover being bent. The cover was replaced. The replaced part has not been received by the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that while the gantry was near the collision zone, the pins on the bottom side of the gantry was pushed directly into the x-stage cover of the imaging system, without activating the collision zone safety mechanism. The issue occurred while providing training on the system. The rep was able to reproduce the issue. After the motion error occurs, the error could be reproduced by moving the gantry on a low point near the ground and far away from the base and then moving the gantry back near the home position. When the rep pushed the button to move the gantry to the saved position, the gantry moved into the x-stage cover. No patient was present during the time of the reported incident.

Manufacturer narrative:
Additional information/response to FDA request: attached with this submission is a copy of the response letter sent to the FDA on (B)(4) 2018 with regards to a FDA request for additional information ((B)(4)) that provides additional information and findings related to this MDR. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.